Manufacturer narrative:
No product was returned. Asae/ minor bleed: the cause of the bleed was most likely use issue related since act was above the recommended range and super therapeutic for 16 hours after implant. The pump passed all the post sterile inspection checks.

Event description:
Bleeding noted at repositioning unit/introducer hub valve . Act was >500 on implant. Peel-away removed. All access best practices followed. Act remained >200 for 16 hours. Groin ooze off and on throughout this period requiring multiple dressing changes, manual pressure, and additional doses of protamine. Bleeding resolved once act was <170 with manual pressure. Access site bleeding is a known risk for large bore access and is increased when the act is out of range.